Event description:
The customer reported that the surgeon felt resistance as he was advancing the aa4203tl silicone single piece lens into the eye. The lens tore during insertion, was cut and removed from the eye, without patient injury. The customer indicated that the event was the result of a injector malfunction.

Manufacturer narrative:
Expiration date - unknown. The injector was not returned, however, the lens was received and evaluated. The lens was cut into 3 pieces and the was a tear across one of them. There was evidence of a clear surgical residue. Evaluation conclusion: (unable to confirm): based on the complaint history and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).